Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-may-2022. It was reported that crossing difficulties encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced but the device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed stent damage.